Event description:
It was reported that during a sheep hysterectomy procedure, when pulling the instrument out, the seal is not closing properly, therefore the gas is leaking out. Another like device was used to complete the procedure. The procedure was still ongoing at the time of the report. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the b5lt device was received in good condition and inside its original package; the obturator was not returned. In an attempt to replicate the reported incident, the package was opened and the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident.